Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify audio/vibrate anomaly, e/a alarm, back light anomaly and rewind anomaly due to buttons not responding. Device received with stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had alarms not as loud, e error code. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had rejected new batteries, cap was stripped, dimmer screen, unexplained no delivery alarms, slower to rewind. The insulin pump will not be returned for analysis.